Event description:
Pt reported the info in the infusion device could not be transferred to a personal computer. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and returned to eval. A preliminary eval revealed the infusion device display was broken and this could lead to misinterpretation of the insulin delivery amounts. The issue regarding the data transfer could not be confirmed. Add'l info will be submitted when the eval is complete.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.